Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020 due to low blood glucose of 60 mg/dl the customer was not using the auto mode feature at the time of incident. The customer was admitted to observe that he would not have a seizure and potassium was low. The customer was treated with saline and potassium intravenously.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, cracked belt clip rails, missing display window cover, scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized for unknown reason with unknown blood glucose. Customer stated insulin pump had crack and broken. Customer stated reservoir was able to lock in place. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Harm code of hyperglycemia has been deleted and updated harm code of hypoglycemia in this report. (B)(4).